Event description:
My name is (B)(6) I had a disc replacement at c5 and c6 in my neck by dr (B)(6) at (B)(6) in (B)(6) on (B)(6) 2020. I immediately had complications and found it impossible to get any kind of care as the surgeon who implanted the device fired me a few months after my surgery. It turns out the providers that I was subsequently sent to all had ownership stake in the surgery center in which my surgery was done. Furthermore these providers denied the device had failed, withheld crucial information such as a device was extruding into my spinal canal. If I'm not mistaken these devices are supposed to be shipped to the facility not carried around in a salesman's pocket. The information on my surgery report the device label does not match the device that was taken out of my neck. The middle of the implant the polyethylene piece is miraculously gone I think it's lodged at the end of my spine causing excruciating pain and a life of "hell" because I can't get these providers to admit what has happened and provide the necessary care that I need doing so could cost them their career I guess. I never asked for any kind of trouble and would have just walked away had they provided the care I needed had they stood up and actually took initiative to end my suffering instead they all steadily stood by and watched my suffering. The device was removed (B)(6) 2023. I have attached a couple photos the device that was removed from my neck has a model number of mb066k my surgery report states the device implanted has model number mb3555 lot numbers are also much different. Their sales rep (B)(6) also was having direct conversations with my allergist telling my allergist there's no way I could be reacting to the implant without my knowledge it appears that these sales reps are the ones delivering these devices to our surgeons and because they most likely have completed a quote college for these devices they are selling they are also assisting in surgeries which is shocking I want to know where this implant came from and who supplied it because it's clear that this is a old implant and how did it end up in my neck and where is the middle insert is it still lodged in my back or has it traveled down on the back of my thigh? What are the lifelong issues I will have because of this device?